Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when stapling the stomach, the stapler refused to fire and a warning that tissue was too thick was noted on the display when using the two reloads. The staple line was incomplete distally. Reloads were able to be opened and retracted and excess reinforcement was cut out. A manual stapler was used with a new reload and the staple line was completed across the stomach. There was no patient injury.